Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. It was reported that the pump was accidentally pulled out of the lv during repositioning. The root cause of the positioning issues was most likely a cath anchor use issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The pump came out of position and was unable to be delivered. The pump was replaced with another impella 5.5 due to the malposition. There was no patient harm.